Manufacturer narrative:
The device was available for evaluation. No determinations could be made to the cause of the reported issue.

Event description:
It was reported that during a revision an autobahn ti trochanteric nail was found broken in the patient and replaced.